Manufacturer narrative:
Super poligrip is manufactured in (B)(4). While the lot number for this product is known, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of loss of smell in a (B)(6), female, patient, who received super poligrip ultra fresh denture adhesive cream ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medications included mometasone furoate (nasonex nasal spray), multivitamin and boost. On an unknown date, the patient started super poligrip dental adhesive cream. At an unknown time after starting super poligrip, the patient experienced loss of smell, loss of taste and expired drug used. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Consumer reported the possible co-suspect of nasonex nasal spray, multivitamin and boost while using super poligrip ultra fresh denture adhesive cream. Consumer isn't sure exactly which is causing her loss of smell and loss of taste. Consumer reported medication used past expiry when using super poligrip ultra fresh that has expired.